Event description:
It was reported by service report that the head right siderail was broken. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: the glide rods were bent, and siderails would not lock in the upright position.